Event description:
As reported, surgeon performed a revision left hip surgery on (B)(6)2023. The initial imaging showed loosening of the acetabular cup. The plan was to remove the cup, and replace it with a competitor's devices. The surgeon planned to also remove the femoral head and replace it with an exactech 28mm head. The plan for the final construct was to keep the original alteon femoral stem in place, an exactech 28mm head, and a competitor's locking cup with a dual mobility liner. After removal of the initial alteon cup, motion of the alteon stem was noticed. The surgeon ended up removing the femoral stem and replacing it with a new alteon femoral stem. The rest of the case went according to plan. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to implants were thrown in the trash immediately following the case.

Manufacturer narrative:
Section d10: concomitant products: 4.5mm drill bit 30mm (cat# 101-45-30 serial# (B)(6)). Alt xle lnr ntrl g5 36 (cat# 01-030-40-0536 / serial# (B)(6)). Biolox delta femoral head 36mm od, +7mm (cat# 170-36-07 / serial# (B)(6)). Alt ha s clr std sz 7 (cat# 190-30-07 / serial# (B)(6)). Alteon 6.5mm screw, 35mm (cat# 180-65-35 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of acetabular loosening and femoral stem loosening. The reported acetabular loosening and femoral stem loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.